Event description:
It was reported that pump screen appeared dark, would not turn on, and later became frozen and unresponsive to touch, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support on performing full pump reset and chose to attempt reset, but pump did not reset and no additional information was received regarding further actions or outcome. Cts to replace pump. Customer will continue to use current pump.